Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that on several occasions, the patient was holding/lifting their baby and was scooting back on their chair and felt a pulling/popping sensation with pain in their back. They reported the location of the ins was painful. Baseline symptoms returned after the popping sensation. The hcp did an x-ray which showed no lead migration. Impedances were >4000 on each electrode, surgical explant of the lead and ins was performed on (B)(6) 2022. When the hcp opened the ins pocket site and visualized the lead attached to the ins, there was no obvious damage; the lead and ins appeared in tact. The hcp then disconnected the lead from the ins and tuggedon the lead to determine where the incision would be made to remove the lead at the insertion site. When the hcp made the incision to access the lead they saw exposed wires near the proximal electrodes and above the tines. They dissected down to the tines visualizing 2 sets. They were then able to explant the lead in tact. The cause was not known. The patient also reported pain and return of baseline symptoms; urinary incontinence and urinary frequency. Rep noted any further information they became aware of would be reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va23w4z, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 3889-28 lot# va23w4z serial# unknown implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.